Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate was leaking between the elastomer pump and the inner wall of the container. The leak was observed while filling the device with unspecified medication prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: device manufactured between may 7, 2020 to may 8, 2020. H10: one actual device was received for evaluation. The returned unit contained fluid in the bladder. Visual inspection on the unit via the naked eye, showed no evidence of a leak between the elastomer pump and the inner wall of the container or at other part of the entire device. A functional leak test was performed, by filling the bladder/balloon with green color water to the nominal volume. During fill, no evidence of leak was observed. After fill, the device was monitored until the next day. And no evidence of a leak was observed. The reported condition was not verified. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.